Event description:
A malfunction on the pump was reported by the customer. There was no reported impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if the issue reappears.